Event description:
Restenosis guarantee program. It was reported that restenosis occurred, requiring an additional device. On (B)(6) 2023, an angiogram of the lower extremity with possible intervention was performed. Findings included multifocal, greater than 70% stenosis in the proximal middle and distal left superficial femoral artery (sfa), and mid-left popliteal artery. During the procedure, mechanical atherectomy of the left sfa and popliteal artery was performed in a proximal to distal fashion. Then, post balloon angioplasty was performed using a 5 mm x 150mm balloon in a distal to proximal fashion. Then, left leg arteriogram showed significant residual stenosis in mid-left sfa. This segment was subsequently treated using this 6 mm x 120 mm, 130 cm eluvia drug-eluting vascular stent system, and post dilation was performed using 5 mm balloon with no residual anatomic stenosis. There were no patient complications. On (B)(6) 2024, the patient presented with intermittent claudication of the left leg with rest pain, loss of sensation in the left foot, and was unable to sleep due to the left foot pain. Abdominal aortogram and left lower extremity aortogram showed long segment occlusion of the left sfa and proximal popliteal artery with the two-vessel runoff to the foot. Mechanical atherectomy of the left femoropopliteal occlusion and popliteal stenosis was performed. Post angioplasty was performed in a distal to proximal fashion using 5 mm x 150 mm balloon. Then, left leg arteriogram was obtained which showed significant stenosis in the distal left sfa. This segment was treated using a 6 mm x 120 mm drug-eluting eluvia stent. Post dilation was performed using 5 mm x 150 mm balloon. There were no patient complications.